Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, the device able to be fire, however on half of the firing it broke, and can not complete the stapling. The surgeon then used another device handle and load to resolve the issue in order to complete the case. There was no patient injury.